Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the second squeeze the stapler opened on its own and the staplers fell without closing as a b-shape. In addition the knife was exposed when the stapler opened. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the anvil of the loading unit was bowed and the clamp bar had broken out of the anvil. Functional testing could not be performed due to the condition of the clamp bar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and broken clamp bar condition may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after the second squeeze the stapler opened on its own and the staplers fell without closing as a b-shape and penetrated the tissue loosely. In addition the knife was exposed when the stapler opened. Another cartridge was opened and used to transect medial to the defect so it can be removed with the specimen. There was no patient injury.